Event description:
It was reported that during surgery the drill bit broke. A new bit was immediately available. There was a thirty second delay when the drill bits were switched out. No harm was reported and the surgery was successfully completed. Patient outcome was reported as good. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Patient identifying information is not available for reporting. Additional product codes for this report include: hsz. Device is an instrument and is not implanted/explanted. Per facility, the device will not be returned to the manufacturer for review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.